Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited low defibrillation impedance and high defibrillation impedance without any notification sent to alert for the out of range values. Programming changes were completed. The patient was stable and asymptomatic.